Manufacturer narrative:
Cmpl-(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 08/12/2023. It was reported that the patient stayed in the hospital for one day. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient reported that they were asleep, was hypoglycemic and became unconscious. She reported that the cgm did not alert her of hypoglycemia and when she woke up, she was in the hospital and was treated with a glucose drip. There was no information about how long the patient was in the hospital. At the time of the report, the patient was in stable condition. Data was evaluated. A review of the data showed that the patient reached their low alert threshold of 70 mg/dl at 1:28 am on (B)(6) 2023. Patient received their initial urgent low soon alert at 1:28 am, which was vibration only. Five minutes later at 1:33 am, patient received another urgent low soon alert at fifty percent volume. Five minutes later at 1:38 am, patient received another urgent low soon alert at full volume. Five minutes later at 1:43 am, patient's urgent low soon alert was cleared, as they began receiving their urgent low alert at that exact time, which was vibration only. Five minutes later at 1:48 am, patient received another urgent low alert at fifty percent volume. Five minutes later at 1:53 am, patient received another urgent low alert at full volume. Patient continued to receive their urgent low alert at full volume, until it was cleared at 7:08 am, as patient began receiving their low alert at that exact time, which was vibration only. Five minutes later at 7:13 am, the low alert was cleared, as patient's glucose values rose above their low of 70 mg/dl with an egv of 105 mg/dl. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.